Event description:
The customer reported a glitch in being able to change the numbers on the touch screen; operator could not change the settings via touchscreen. The customer reported patient involvement and harm is unknown.